Manufacturer narrative:
Device was used for treatment, not diagnosis. Vender, j. (2002). Occipital-cervical fusion using the locksley intersegmental tie bar technique: long-term experience with 19 patients. The spine journal (2: 134-141). USA article. This is for an unknown "t" plate / unknown quantity / unknown lot. (Other number) UDI: unknown part number, UDI is unavailable. (B)(4). The investigation could not be completed and no conclusions could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
"This report is being filed after the subsequent review of the following literature article: vender, j. (2002). Occipital-cervical fusion using the locksley intersegmental tie bar technique: long-term experience with 19 patients. The spine journal (2: 134-141). USA article. The authors conducted a retrospective of the course of 21 patients with craniocervical and/or instability (14 female, 7 male; mean age 42.3) who were consecutively undergoing occipitocervical fixation (treated with the locksley intersegmental tie bar technique) for instability. All surviving patients were followed for at least 2 years; some have been followed for as long as 16 years to describe the method of occipital-cervical fusion with long term follow-up. The pathologic processes causing compression and/or instability at the craniocervical junction, as well as the patients pre- and postoperative neurologic status, were reported. Patient #16, (B)(6) year-old female experienced cerebrospinal fluid (csf) fistula requiring lumbar drain and pneumothorax (ptx). This report is 4 of 6 report for (B)(4). This report is for an unknown "t" plate and refers to cerebrospinal fluid (csf) fistula requiring lumbar drain and pneumothorax (ptx) associated with this medwatch which is also the same as the determination tree.